Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated that the insulin pump had gone into multiple batteries after it turned on. The customer also reported that the insulin pump had large cracks from the top of corners of the screen to the reservoir window. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was dropped few times. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was monitored for several days and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. The pump passed the self test and off no power test. The pump was received with a cracked case at the display window corners, a cracked case at the reservoir tube window corners, minor scratches on the lcd window, a scratched reservoir tube window, a missing end cap sticker and a cracked reservoir tube lip.